Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated inset infusion set deployment issues with a reported blood glucose of 425 mg/dl while attempting to change supplies, with the tubing uncoiling and the middle of the set pulling out three times before a successful replacement. The user has documented significant dexterity limitations and uses inset 6 mm/23 in with the ilet system. No adverse clinical symptoms associated with hyperglycemia reported and eventually trended downward. Outcomes included no health consequences or impact. Investigation included customer service troubleshooting, education on correct infusion set handling and connection, and review of reported product lot information. Investigation of this case revealed user handling challenges during infusion set deployment and connection as the likely precipitating factors, without evidence of device pump malfunction. It was concluded, based on previously established findings for similar reports, that user difficulties related to manual dexterity most likely contributed to the infusion set deployment and connection problem.